Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. The customer was able to clear the alarm but unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 37 during the rewind due to corroded motor home switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion or verify pump error 130 due to pump error 37. Also, moisture damaged electronic assembly during visual inspection.